Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral trace diffuse lamellar keratitis (dlk), observed at one day post lasik treatment. Reporter indicated the topical steroid eye drops dosage was increased. Reporter also indicated white, particular granules superonasal right eye at "1 to 5 oclock" with no migration towards pupil. Pt indicated foggy, hazy eyes with a dull ache in the right eye. Additional info has been requested. There are two related reports for this pt. This report addresses the pt's right eye, and another MFR report will be filed for the fellow eye.